Event description:
Customer reported an unexpected negative reaction on galileo with anti- a (murine monoclonal) series 1, lot 101674. The fwd_abo assay was run on donor segments and an a positive donor segment typed as o positive on the instrument. The customer tested the segment manually using the same lot number of reagents used on the galileo and the sample typed as a positive.

Manufacturer narrative:
A DHR review for anti-a (murine monoclonal) series 1, lot 101674 did not reveal any deviations from processes in the manufacture of the product. The lot met all specifications for in-process and final release criteria according to the galileo operator manual, forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as a group ab, or an rh (d) negative sample being interpreted as rh(d) positive. For this reason, abo-rh results should always be compared to the patient or donor's history. Testing of lot 101674 with in house donor samples revealed type a red cell sticking in the anti-a wells. To prevent the sticking, in house studies found that pipetting the reagents into the wells before the sample red cells greatly reduced the sticking. In house comparison testing of the new reagent-first pipetting order to the existing sample-first pipetting order showed no unexpected negative anti-a reactions with the new pipetting order. Some unexpected negative reactions were observed during testing with the current assay. Customers were notified of the modification to the assay on 9/20/07. This customer stated, they had not loaded the modified abo assays to the instrument at the time of this event. The modified abo assay was loaded to the instrument after testing of this sample. Once the modified assay was loaded, the customer stated they have not had mistyping with the fwd_ abo assay.